Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 21 & 24mm watchman laa closure device & delivery system (wds) were used. Before the procedure began there was no presence of a pericardial effusion on the transthoracic echocardiogram (tte). The first device (21mm) was positioned in the laa, but did not meet release criteria. This device was fully recaptured and removed from the patient. An effusion sweep was performed after the removal of this device and there was still no presence of one noted. The second device went as planned and there were no complications. The closure device was positioned in the laa and was successfully released and implanted. After the procedure was completed a small pericardial effusion was noted on the tee. There was no hemodynamic compromise to the patient due to this pericardial effusion. A pericardiocentesis was performed and 120ml of red fluid was drained. The patient remained in a stable condition post procedure and planned to be discharged home.